Event description:
Reportedly, during the operation, the md secured each end of the colon and rectum with a purse-string, and fired the device. The anvil was difficult to extricate. The md disengaged the anvil from the instrument and removed it from the device. Md checked the tissue and confirmed the mucosa was partially cut. Additional resection and re-anastomosis was performed with another device. Procedure: lar.